Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission with r waves undersensensing. At this point, no programming changes were made since the event has not been seen since august 2020. The patient has no consequences and is stable.